Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up #1 date of submission, 09/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no damage. The keypad buttons were appropriately responsive during testing. The cover was removed and evidence of moisture was observed on the keypad flex. Unrelated to the complaint, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.